Event description:
According to the available information, the device was explanted due to the implant would not inflate.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. A separation, surrounded by abrasion, was noted on the exhaust tube of cylinder 1 near the strain relief. This is a site of leakage. A separation was noted on the exhaust tube of cylinder 2 near the strain relief. This is a site of leakage. A small area of abrasion was noted adjacent to the separation indicating the tube had been kinked onto itself and abraded. Abrasion was noted on inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the exhaust tubing of cylinder 2 had been kinked onto itself based on the crease marks noted during examination. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder 2 at the strain relief junction. The abrasion marks noted on both exhaust tubes and inlet tube matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation in the exhaust tube of cylinder 1. Separations of this type could then allow the loss of fluid, making the device inoperable. However, as additional information was not received, it could not be determined if one or all sites were the cause of the reported failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, the device was explanted due to the implant would not inflate.